Manufacturer narrative:
Unit received with button error alarm and had unresponsive up buttons due to corroded keypad traces. Unable to perform operating currents, self-test, error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test or verify no delivery alarm or failed battery test alarm due to unresponsive button. The asr exemption e2015043 was revoked on february 4, 2019. This event was previously reported as an asr. Additional information or analysis results regarding this event will be reported as an MDR.

Event description:
It was reported that they had to press the esc button multiple times to get it to respond. Customer's blood glucose level was high of 246 mg/dl and they corrected it with insulin pump. Customer also reported that the insulin pump alarm not loudly but they still can hear. The device was returned for analysis.